Event description:
It was reported that a new ilet user experienced sustained hyperglycemia for an extended period after starting therapy, while using a 6 mm teflon infusion set; the care team advised changing the infusion set and planned follow-up to assess for a bent cannula as a potential cause. Symptoms included thirst and sweating. Outcomes included no reported medical intervention, no ketone testing, and no use of backup therapy, with glucose trending down after the event. Investigation included user troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia remained unclear. It was concluded that the event was nonserious with cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.